Event description:
It was reported that a pt intubated with a size 8 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube experienced respiratory compromise and required medical intervention. Attending medical staff report that "the pt was being turned in bed to remove her from the bed pan" when the tracheostomy tube "became dislodged." Info regarding the alleged pt compromises are detailed on the facility's medwatch report # 110165000019980012. The 8 dfen device was returned to the MFR on 8/19/98 for decontamination, analysis and investigation. The mfrs' device evaluation results are recorded on section h. Of this report.